Event description:
IV channel from alaris 8100 infusion pump module was not working, when attempting to use another IV pump, those channels also were not working. When a working IV pump was found, it alarmed for an error and shut off. This could potentially be very dangerous if channels are not working in a time of crisis.